Manufacturer narrative:
Date sent to FDA: 11/18/2008 conclusion: the prod upon which this medwatch is based is anticipated. Once the prod is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a thermal ablation in 2008. It was reported that six minutes into the procedure the pt passed out and the physician could not find a pulse. CPR was administered and the pt was revived and taken to the ER. The physician opines that the pt had a vasovagal reaction to pain. It was reported that the pt has a history of passing out and coding blue during surgery. At this time, the pt is having a cardiac work-up, but has recovered.